Manufacturer narrative:
Concomitant product: boston scientific the obtryx transobturator mid-urethral sling system: (B)(6) 2010. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted.

Event description:
The patient was reportedly implanted with a boston scientific the obtryx transobturator mid-urethral sling system on (B)(6) 2010 at (B)(6) surgical center, (B)(6) by dr. (B)(6). The patient was also reportedly implanted with a cook stratasis on (B)(6) 2013 at (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.